Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms when inflated for five seconds on the first inflation after rotablation. The lesion being treated was located in the average tortuous, severly calcified and 90% stenotic left anterior descending artery (lad). The device was removed from the patient intact. The procedure was successfully completed with another balloon and the deployment and post dilation of a stent. Patient status is listed as "good."